Event description:
It was reported that patient suffered from compartment syndrome during use of bd pro safety arterial catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: from a surgical point of view, I can add that a lot of time is lost in the preop lining up of patients and especially that we see a lot of haematomas with recently a compartment syndrome of the arm (!!!) During thrombolysis for an ischaemia of the leg.

Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number as deltamed is an OEM manufacturing site. Date of event is unknown. The date received by manufacturer has been used for this field. An invalid lot # (1180115) was provided. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that patient suffered from compartment syndrome during use of bd pro safety arterial catheter. The following information was provided by the initial reporter, translated from dutch to english: from a surgical point of view, I can add that a lot of time is lost in the preop lining up of patients and especially that we see a lot of haematomas with recently a compartment syndrome of the arm (!!!) During thrombolysis for an ischaemia of the leg.

Manufacturer narrative:
A device history review was conducted for lot number 1180115. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.